Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
(B)(6) 2026 it was reported that the patient faced component defect issue on (B)(6) 2026. The issue occurred with two infusion sets. The patient reported adhesive patch and cannula housing detached from spring prior to insertion during tubing unwinding. The patient replaced infusion set and resumed insulin deliveries successfully.